Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse was able to reproduce the reported failure and replaced the adult safety disk, condensate removal module, auto fill port connector, 5000 hours preventive maintenance kit, and the sealed lead acid batteries. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) displayed a check iab catheter alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6), contact person phone number:(B)(6).